Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional prostyle device referenced is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath hole prior to a [transcatheter aortic valve implantation (tavi) interventional procedure. The sutures of two prostyle device were successfully placed. The sheath was upsized to a 16f sheath and the tavi procedure was completed. Hemostasis was not achieved with the sutures of the two prostyle devices; so a third prostyle was added to achieve hemostasis. After hemostasis was achieved with the prostyle sutures, no pulse could be felt. An echo was performed and the vessel was noted to be occluded. Cut down surgery was performed. During the cut down surgery it was found that the first prostyle device had accidentally caused a dissection at the back wall, and the second prostyle suture captured the dissected area. The sutures of the prostyles were removed and the vessel was repaired. Hemostasis was achieved via surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effect of occlusion is listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effect and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.